Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the catheter was returned inserted through a 7fr introducer sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The balloon was examined under microscopic magnification (12.5x) and the distal end of the balloon was bunched and partially prolapsed over the distal tip, likely indicating retraction issues. No other anomalies were noted to the catheter. The distal tip of the introducer sheath was examined under microscopic magnification (12.5x) and was observed to be flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. An attempt was made to retract the balloon through the introducer sheath. The balloon was unable to be retracted due to the prolapsed balloon at the distal tip. The catheter was advanced forward through the sheath. Upon advancement, a complete circumferential shaft break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification (20x) and the edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the retraction issues. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 7fr introducer sheath. The investigation is confirmed for a complete circumferential outer catheter shaft break at the proximal balloon glue joint and sheath retraction problems. It is likely that excessive force during retraction caused a break in the outer catheter at the proximal balloon glue joint. The definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter became allegedly stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter became allegedly stuck in the sheath. There was no reported patient injury.